Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to be hospitalized with blood glucose reading at 450 mg/dl with ketones present. At the hospital, they placed her on an insulin drip. The pod was worn between 1 and 4 hours on the abdomen. The patient was in the hospital at the time of the call. Additional complaints related to this event: (B)(4).

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. A bend was noted on the exposed portion of the soft cannula, but did not cause problems with fluid passing freely through the complete fluid path. It could not be determined when this bend occurred, and the cause of the reported high bg levels could not be determined.